Event description:
It was reported that the patient presented in the emergency room after being found face down on the floor due to syncope. The patient was intubated and it was noticed that the device exhibited a loss of capture. Interrogation revealed that the device was in hardware vvi with high voltage therapies disabled. The device was explanted and replaced with a competitive pacemaker. It was also noted that the patient had experienced a brain hemorrhage and was in ICU.